Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the left ventricular lead a loss of capture in one of the vectors. The device was reprogrammed and the patient would continue to be monitored.

Event description:
New information on (B)(6) 2017 noted that the patient presented in clinic for follow up. Upon interrogation, the lead exhibited loss of capture again. During reprogramming, the patient experienced diaphragmatic stimulation. The lead was reprogrammed successfully. The patient would continue to be monitored.